Manufacturer narrative:
Device check and log analysis showed no device errors. A further analysis of user logs showed that repeatedly changed settings have not been confirmed with the rotary knob. Therefore, these were not accepted by the device. Over a longer period, also o2 flush or emergency dosage has not been used to increase the oxygen content in the breathing circuit. The affected device was requested in (B)(4) for closer examination. Due to the analyzed log of the user's behavior, the user is offered a retaining on site by the drager sales on (B)(4) 2015.

Event description:
It was reported that: during the surgery, there was a rapid deterioration of the child, despite adequate preoxygenisierung. The device delivered not enough oxygen. The device was set to 100% o2, but also showed only about 21%.